Manufacturer narrative:
H.6. Investigation summary: customer returned photos of a 3/10cc syringe. Customer states that the hub was detached. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 20aug2019, holdrege received a photo complaint. A visual evaluation of photos found (1) syringe with no needle assemblies attached to it. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any damage to the core pin. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries could not be looked at as no lot number was given. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. (B)(4) was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. Capa1122103 has been opened to address this issue." H3 other text : see section h.10.

Event description:
It was reported that the hub separated from the unspecified bd¿ syringe before use. The following information was provided by the initial reporter, translated from japanese to english: "the hub was detached."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the hub separated from the unspecified bd¿ syringe before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the hub was detached."